Manufacturer narrative:
The manufacturer¿s field service engineer (fse) evaluated the unit while onsite and confirmed the reported problem.: the fse reported the altitude parameters were set to the local parameters to address the reported problem. No parts were replaced.

Event description:
The customer reported low air pressure.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the gas supply failed. The customer reported there was no patient involvement.